Event description:
Review surgeons db report, which indicated that the fracture was an unstable non-union. Review the pt x-rays which confirmed an unstable non-union which had shifted possibly causing high stress to be placed on the proximal end of the nail result in a screw breakage. The surgeon indicated exchange nail surgery to repair f/x and replace nail and screws.